Event description:
It was reported that a clinical study control patient underwent an extrapharyngeal anterolateral fusion procedure at c5-c6 and c6-c7. It was noted that at approximately 6 weeks postoperatively, the patient reported no pain, tingling, or related symptoms. Approximately 67 months postoperatively, the patient complained of a cervical issue, including "pain in lower neck and left shoulder into the left arm". Treatment included a medrol dosepak and a cervical MRI. The MRI showed c4-c5 central disc extrusion with canal stenosis along with abnormal cord signals at c6-c7 associated with central canal stenosis. The patient was reportedly fused at the treated levels. No other information was provided.

Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-816 / lot: unknown (x6); part: 976-142 / lot: unknown (x2). Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.